Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneous result for troponin I (accutni) for one (1) patient sample assayed using access accutni reagent on an access 2 immunoassay system. The patient sample result was reported out of the laboratory. The ordering physician questioned the result. There was no impact to patient treatment associated with this event. The initial accutni result recovered above the acute myocardial infarction (ami) cut-off concentration. A repeat analysis of the same patient sample for accutni yielded a lower result but still recovering above the ami cut-off concentration. The patient was redrawn and assayed for accutni again. The result was comparable with the second analysis performed on the original patient sample.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse determined that the customer had used an improperly stored access accutni reagent pack to assay the patient sample (i.e., the reagent pack had been frozen prior to use). Patient samples were reassayed back to the last acceptable quality control result. While use error is a contributing factor for this event (i.e., improper storage of reagent pack), a definitive root cause for this event has not yet been determined.